Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Additional information received: when it was consulted with a dermatologist about the cause of flap necrosis, the doctor said, "more intense suctioning is better". Because the suction pressure of j-vac is low, change to sb vac with high suction pressure. Other contributing factor] a possibility that the drain was damaged by some operation and air leaked. Misoperation of reservoir. The following information has been requested however not received. If the further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the drain? What is the lot number of the reservoir? Can you please clarify if leakage from the drain was observed? Was there any medical or surgical intervention performed to treat the flap necrosis (re-operation; prescription steroids; antibiotics prescribed; other medication prescribed)? If so, please clarify. Was another drain needed to correct the situation? If yes, was the new drain placed surgically during a second procedure? Was another drain needed to correct the situation? No product to be returned. Note: events reported on mw# 2210968-2021-04754. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy procedure on (B)(6) 2021 and a reservoir was used. During the mastectomy, flap necrosis occurred, dermatology follow up. Further details are not provided. No sample will be returned. Additional information has been requested.